Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implantable cardiac monitor (icm) patient experienced suspected pneumothorax. During implant the icm signal was unacceptable, repositioning was attempted twice however the signal was still unacceptable. A third attempt of repositioning was attempted but the icm could not be recovered due to the device appearing to be further medial than expected. The explant of the icm is planned. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The implantable cardiac monitor (icm) was explanted and reimplanted correctly by the physician.